Event description:
This device was explanted (B)(6) later due to a patient infection. It was reported the patient experiences recurrent (B)(6).

Event description:
Boston scientific crm received information that this device and a right ventricular (rv) defibrillation lead were associated with a high out-of-range shock impedance measurement. A health care provider (hcp) reported the impedance measurements had been trending upward since implant 14 months previous. A boston scientific technical services consultant (ts) discussed troubleshooting strategies. No adverse patient effects were reported, and the device and lead remain implanted and in service.

Event description:
The lead subsequently was capped, surgically abandoned and replaced with no adverse patient effects. This device remains implanted and in service.

Manufacturer narrative:
The device was sent to the explanting facility's pathology department. This report will be updated if additional information is received or if the device is returned for analysis.

Manufacturer narrative:
This report will be updated if additional information is received.

Manufacturer narrative:
--